Manufacturer narrative:
(B)(4). The report of a kinked guide wire due to ars resistance was confirmed through complaint investigation. The customer returned an opened cvc kit including: one guide wire assembly and an arrow raulerson syringe (ars) for analysis. Signs-of-use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire had two slight bends towards the distal j-bend of the guide wire. Both welds appeared full and intact. No defects or anomalies were observed on the ars. The bends on the guide wire measured 55mm and 84mm from the distal tip and the guide wire length measured 603mm, which was within the specification limits of 596mm-604mm per the guide wire product drawing. Both these measurements were done via calibrated ruler. The guide wire outer diameter measured 0.793mm via calibrated micrometer, which was within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "ad vance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was inserted through the returned ars and laboratory introducer needle subassembly. The guide wire was able to pass with little to no difficulty. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested" and "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician could not enter the guidewire into the raulerson syringe. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported during the procedure, the physician could not enter the guidewire into the raulerson syringe. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).